Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not getting any sound when pump alarms or vibration. Customer's blood glucose value was 311 mg/dl and 307 mg/dl. Customer continued troubleshot for beep anomaly. Customer also experienced hyperglycemia and treated with insulin pump. The device will not be return for analysis.